Event description:
It was reported that a preloaded monofocal toric intraocular lens (iol) was removed and replace during the same procedure due to scratch in the center of the optic. The explanted lens was replaced with a new j&j lens of the same model and diopter. No surgical interventions such as incision enlargement, vitrectomy, or sutures required and no medication outside of the standard of care was prescribed. There was no patient injury reported. The patient's current status is noted as "good". No further information provided.

Manufacturer narrative:
Section a4, a5, a6: unknown, information was requested but not provided. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same surgery. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of this review, if there is any further relevant information, a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9: device available for evaluation?: yes date returned to manufacturer: jan 5, 2026 section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection of the complaint device reveal that the cartridge had a stress mark that led to a deformation on the cartridge tip. Ophthalmic viscoelastic device (ovd) was observed inside the cartridge. The plunger rod, lens module, and handpiece were inspected, and no issues were identified. The lens was visually inspected revealing that the lens was cut into three pieces and coated in viscoelastic residue. The lens was cleaned and inspected, and damage and scratches were observed on the surface of the lens. The complaint issue "cosmetic issues" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Conclusion: based on the investigation, no malfunction or product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.